Manufacturer narrative:
Confirmed burned lcd board. The control board let out a quick burst of smoke when the unit was reassembled for shipment to verathon medical (B)(4).

Event description:
The device caught fire while we were operating on a pt. The doctor stated that it was just a little smoke that came from the unit. Smelled like burning wire.